Event description:
Per the clinic, the patient experienced a tissue breakdown, exposing the internal magnet due to stong external magnet retention. Subsequently, the patient was treated with an ointment (type not reported) and underwent a surgical procedure of wound closure on (B)(6) 2026. The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.